Event description:
Procedure type: distal gastrectomy. According to the reporter: after treating the duodenum and gastric stump, the greater curvature of the stomach and jejunum was side-to-side anastomosed. During the 4th firing, the device could be fired with no problem, but it could not be released from the tissue, because the cut end was stuck in the knife slit of the cartridge. To remove the device, the tissue was additionally resected with scissors and sutured. The incision was not extended. No bleeding occurred. No tissue damage occurred. Nothing fell into the pt cavity. There was no ill effect to the pt. Operative time was not extended.

Manufacturer narrative:
(B)(4).